Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time. A terumo service technician checked out the device at the customer site and verified the software version, performed auto-test as per manufacturer specifications, and pulled the d-logs for the dates specified. The technician noted that the device passed inspection and released the device back to customer for regular use. Per follow up with the customer, the customer is not able to disclose the patient information. The customer stated it was patient issue. Investigation is in process; a follow-up report will be provided.

Event description:
Customer reported possible hemolysis during a therapeutic plasma exchange (tpe) procedure on a spectra optia device. According to the customer, the device repeatedly alarmed "detect cells in plasma line in centrifuge". It was reported that initially, the plasma in the centrifuge appeared clear but later became red-tinged. The nurse stated that she adjusted the patient's hematocrit (hct) from 34 to 35 to match the actual hct. The patient expressed they "didn't want to be on this procedure", prompting the nurse to terminate the procedure. It was reported that the same alarm occurred again. The nurse noted that this alarm has occurred previously during procedures with this patient. The nurse intends to discuss this issue with the attending physician. The exchange set is not available for return because it was discarded by the customer. Investigation is in process; a follow-up report will be provided.

Event description:
Customer reported possible hemolysis during a therapeutic plasma exchange (tpe) procedure on a spectra optia device. According to the customer, the device repeatedly alarmed "detect cells in plasma line in centrifuge". It was reported that initially, the plasma in the centrifuge appeared clear but later became red-tinged. The nurse stated that she adjusted the patient's hematocrit (hct) from 34 to 35 to match the actual hct. The patient expressed they "didn't want to be on this procedure", prompting the nurse to terminate the procedure. It was reported that the same alarm occurred again. The nurse noted that this alarm has occurred previously during procedures with this patient. The nurse intends to discuss this issue with the attending physician. The exchange set is not available for return because it was discarded by the customer. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time. A terumo service technician checked out the device at the customer site and verified the software version, performed auto-test as per manufacturer specifications, and pulled the d-logs for the dates specified. The technician noted that the device passed inspection and released the device back to customer for regular use. Per follow up with the customer, the customer is not able to disclose the patient information. The customer stated it was patient issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The customer reported that the hemolysis was related to the patient and not the device. No further reporting will be provided as this does not represent a reportable event.